Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Implantation in 2010 without complication. Patient is free of symptoms. At the follow up exam it could be seen that the screw was loosened. Recommendation: changing inlay and screw.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: a conclusion and root cause is not detectable based on the information available. No CAPA is necessary.